Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high blood glucose results. Caller states her results are normally around 150mg/dl. Caller provided previous results from memory. The highest result provided was 420 mg/dl. No adverse event reported.